Event description:
It was reported that the patient presented at the clinic for noise oversensing on the patient's right ventricular (rv) lead. The patient's rv lead was explanted and successfully replaced. The patient did not experience any consequences.